Manufacturer narrative:
Section e: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not displaying numeric values. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
Per gfe response it was confirmed that the customer refused service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.